Event description:
It was reported that the patient presented in clinic with dizziness and lightheadedness. The right ventricular (rv) lead had issues with noise and capture threshold. The physician decided to cap and replace the rv lead on (B)(6) 2022. The patient was stable.